Event description:
On (B)(6) 2025, a sales representative reported via phone that (qty. 4) of an ar-3636 knotless 1.8 fibertak® soft anchor did not tension all the way down and was stuck. Everything was removed from the patient. The case was completed using a different lot of the same product without issues. Due to the issue, there was a 15-minute delay in the case. No adverse effects were reported on the patient. This was discovered during a labral instability repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.